Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device returned. The complaint stated: ¿t2 fall off when t1 was implanted.¿ the protective blue split protective cannula was returned separated from the needle. The white depth, penetration limiter was returned and had been trimmed. T1 and t2 were returned still located within the needle track. This physical condition conflicts with the complaint allegation. Suture was attached and had been disrupted during advancement of the depth limiter for trimming. The actuator lever was found in original position. There was no damage to the needle. This product style requires user controlled actions to advance, release, and strip anchors off the needle. The device was tested. There was no issue found; t1 and t2 were freed as expected. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during surgery, t2 fall off when t1 was implanted. The procedure was successfully completed with considerable delay using a back-up device. No patient injury or other complications were reported.